Event description:
It was reported that the patient experienced extra cardiac stimulation from the lead. The lead was capped and replaced during a routine device change out. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).